Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus delivery. The customer's blood glucose was 400 mg/dl. The customer was assisted with performing a 5.0 unit fixed prime, and he stated that insulin did not exit the tubing. He was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin slowing through the tubing. He reported that insulin did not exit with a manual plunger push. He reported that insulin did not exit and observed greater than normal resistance with a plunger push. He was advised that the no delivery alarm was caused by an infusion set/reservoir connection. He was advised to replace the reservoir and infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.